Event description:
An operating room mgr reported a monofocal intraocular lens (iol) was exchanged. In a f/u, the surgeon reported the iol was exchanged with a different model lens due to residual myopic astigmatism with anisometropia. The pt had a history of having had a radial keratotomy performed with irregular astigmatism. Following the exchange procedure, the pt was noted to have residual astigmatism. There are two medical device reports associated with this event. This report is for the first lens.

Manufacturer narrative:
Eval summary - the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Blood and solution was observed on the returned product. The optical resolution and diopter could not be verified due to the damage to the central optic zone. Results from the product history record review indicated the product met release criteria. No root cause could be determined for the reported complaint, however, the lens was damaged. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info on (B)(4) 2012, by fax and mail. Add'l info was received in a f/u phone call on (B)(4) 2012. A completed questionnaire was received on (B)(4) 2012. (B)(4).